Manufacturer narrative:
(B)(4). This event of peritonitis was caused by a connection issue in non-baxter products. The adapter used was (B)(4) adaptor beta cap d-adaptor with (B)(4) curl cath 2 cuff 62 cm (both covidien).

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of an adaptor that fell out of the lumen of the catheter and the patient re-inserted which resulted in peritonitis. On an unreported date, the patient began treatment with dianeal 1.5% pd4, dianeal 2.5% pd4, and extraneal 7.5% pd2 therapies intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. On (B)(6) 2012, the nurse contacted baxter technical service center. On an unreported date, the patient's adaptor fell out of lumen of the catheter and the patient re-inserted the adapter. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient began treatment with an unspecified antibiotic therapy, ip for peritonitis. The adapter and catheter used on the patient were non-baxter products. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.